Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -10.5 into the patient's left eye (os) on (B)(6)2023. Tthe lens was removed on (B)(6)2023 due to low vault. That same day, the lens was replaced with a longer length lens although it is unclear whether this was within the same procedure. The problem was resolved. Cause of event reported as unknown.